Manufacturer narrative:
All buttons functioning properly during testing however, found moisture damage on the keypad traces during visual inspection. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratches on lcd window, and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reports to have received a button error alarm possibly due to having insulin pump in pocket why gardening. Customer's blood glucose was 121 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.